Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿. ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock infarction was implanted with an impella rp device for mechanical circulatory support. It was reported that the impella 23 french sheath broke prior to insertion and 26 french gore sheath was instead used. It was reported the patient's heparin was lowered to reduce bleeding complications. It was reported that the impella rp was explanted due to low pump flows. Weaning was successful, the device was explanted, however it was noted that the procedural outcome was the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).